Event description:
Physician reports, prior to induction for surgery, epidural catheter "became dislodged when staff turning the pt." As physician withdrawing epidural catheter, "catheter snapped" and portion of catheter retained in pt. Epidural catheter being placed for post-op pain management. Follow up with the reporting physician revealed that incident "very bizarre." After pt underwent surgical procedure, "4 x-rays were performed and "could not visualize catheter...took x-rays from upper thoracic to sacrum." Per radiologist and surgeon, since no catheter segment visualized in pt, no surgical intervention required.